Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified during night drain cycle four. This event occurred during the therapy initiated on (B)(6) 2013 at 21:38:07. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was not able to be determined. Should additional relevant information become available a supplemental report will be submitted.